Manufacturer narrative:
(B)(4) date sent: 9/19/2024. Additional information was requested and the following was obtained: 1. Can you please check the product code? Did you mean gst60g as you mentioned it was a green reload? Yes, sorry that is correc.t 2. How is the patient doing post op? Was ok but will double check next week.

Event description:
It was reported that during an unk procedure, the staples didn't deploy on one side of the cartridge. 2nd firing green reload in a sleeve. Had to suture the staple line and delay the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: please provide the details of the device (product code/lot number/batch number). N/a could you please clarify if the second device malfunctioned? Not the second could you please clarify if there were any patient consequences? Had to suture the staple line. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Suture the staple line as no clips deployed.